Event description:
It was reported this left ventricular (lv) lead exhibited high out of range pacing impedance in one of the vectors and loss of capture (loc). Technical services (ts) suggested following actions. The lead remains in use. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).